Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the deep cut on the pink rubber could not be determined at this time. The following information is stated in the instructions for use: "do not coil the insertion tube or universal cord into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. Do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Inspection found leakages on the light guide tube, ultrasound image connector (um) and cut/hole on a-rubber was observed. The customer reported issue was confirmed. Furthermore, deep cut on the probe unit pink rubber was determined and peeling on insertion tube was found (peeling on 25 cm marked). In addition, low tensions , loose , play were found on control knob and angulation was down. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The user facility reported external leak. The issue found during reprocessing. There is no patient involvement associated on this event. Device evaluation found deep cut on probe unit pink rubber. This report is being submitted for deep cut on probe unit pink rubber.